Event description:
It was reported that this patient was recently admitted to the hospital for non-cardiac issues (not specified). It was desired to perform magnetic resonance imaging (MRI) for the patient and upon checking the pacemaker, code 1003 was displayed, which states that the voltage is too low for projected remaining capacity. The code was cleared and the patient was prepared for MRI without any reported issue. A request was made to have data from this device analyzed and data analysis identified potential high impedance within the battery. The patient was noted to be dependent and device replacement was discussed (98% atrial pacing and 78% ventricular pacing). The pacemaker remains in service. No adverse patient effects were reported. Additional information received indicated that the patient was admitted to the hospital due to a neurological issue. The physician planned to continue to monitor the patient and device replacement was not planned.